Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The customer does not want a service engineer to be dispatched to facility at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated a background fault error code and stopped ventilation. The patient was removed from the ventilator, manually ventilated via an ambu bag and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
(B)(4). Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by a medtronic service engineer. The customer's biomedical engineer replaced the exhalation autozero solenoid per the service manual recommendation, but that did not resolve the issue. No further repairs have been performed at this time. If information is provided in the future, a supplemental report will be issued.